Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to clinic for a routine follow-up, myopotential oversensing was observed. A programming change was made and the oversensing was no longer reproducible with isometrics. The patient will continue to be monitored.